Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. The patient reported that the implant should have taken 1.5 hours, but took 3 hours. The patient had severe swelling and was sitting in a wheelchair after surgery. The patient reported that prior to implant, she was told by the health care provider and manufacturer representative that she would be given settings to adjust to her pain level, but after implant, she was given zero settings. A week after the implant, the patient was given high frequency settings. Since implant, the patient has been experiencing abdominal pain, and she did not turn stimulation off for the first 3 weeks. There were programming issues. She has since turned stimulation off, and the abdominal pain goes away when she does that. The patient compared it to air coming out of a balloon and by the next morning, it feels better. By the 4th week, the patient tried turning it on and turning it up, but the only place she feels it in the left knee and left rib. When she turns it down, she does not feel it in the knee and rib, but then she feels the same as before surgery with bad pain. She has stimulation in the wrong locations. The implantable neurostimulator is not doing what it is supposed to, to help her pain (she has no pain relief), and it is not hitting where she has pain. The patient discussed her left leg where she had herniation and said her low back feels worse, but knows that it takes a long time for the low back to feel better after a laminectomy. If she turns it up, the abdominal pain slowly gets worse and worse. The patient has hot spots around her bellybutton and right side going around her lower ribs on the right side. The patient also has discomfort in her bladder. Turning stimulation down keeps it from getting worse, and when she turns it off, it slowly gets better. The patient checked the device at the time of the report, and it was on a at 6.3 volts. The patient did not have any other programming options. The patient also noted that when she changes position, it changes stimulation. The patient was redirected to her health care provider ¿to work out programming and pain issues.¿ no further complications were reported. The patient¿s medical history includes 8 years of spinal pain, cauda equine syndrome, and arachnoiditis prior to implant. The patient also had an l4 laminectomy prior to implant.